Manufacturer narrative:
The act button on the insulin pump was unresponsive due to corroded keypad trace. No blinking anomaly or button error noted during testing. The insulin pump was received with cracked display window and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 249 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)